Event description:
In 2009, the patient reported experiencing an e4 (occlusion) error last night, and her blood glucose was elevated to 600 mg/dl. She changed the infusion site and tubing and injected 20 units of insulin to lower her blood glucose. When she woke up, her blood glucose measured 346 mg/dl. She bolused 10 units of insulin and has not tested her blood glucose again. She stated that her blood glucose has been elevated since the previous month, due to occlusions. She stated, she changes the infusion site every 3-4 days and the infusion tubing every 7 days when she changes the insulin cartridge. She was advised to change the infusion site every 3 days and the infusion tubing every 6 day. She stated the occlusions seem to occur when the insulin cartridge is half full. She stated, she only uses the insulin cartridge one time unless she is in an emergency situation and does not have a new cartridge available. She changes the adapter every 3-4 months and is aware that the adapter should be changed with every 10th insulin cartridge change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.